Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use the autopulse lifeband tore apart after 6 compressions. Another lifeband was used to continue the treatment. It was reported that the lifeband was not snagged on anything. It took the crew three minutes to replace the lifeband, during this time manual CPR was performed. The patient achieved rosc (return of spontaneous circulation) after the second lifeband was deployed and prior to arriving at the hospital. No patient sequelae was reported. No additional information was provided.